Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient, in two occasions, complained of left upper extremity edema. The patient was diagnosed with acute deep venous thrombosis of left subclavian vein with acute superficial thrombophlebitis of left basilic vein, and treatment with coumadin therapy was initiated. It was also reported that device interrogation, electrogram, chest x-ray, and blood tests revealed normal findings. The lead remains in use. No further patient complications have been reported as a result of this event.